Manufacturer narrative:
Physicians are extensively trained by edwards before they are qualified to use the sapien 3 thv. The instructions for use (IFU) state: ¿remove the thv from its holder and partially crimp the s3 valve. Next, gently place the thv and qualcrimp in crimper aperture. Then crimp the thv approximately 2-3 mm distally from the blue balloon shaft until it reaches the qualcrimp stop. Then remove the qualcrimp from the thv and qualcrimp stop from the crimp stopper. Next, fully crimp the thv three times (for 5 seconds each) to the final stop on the crimper. After insertion into the loader, check the thv orientation¿. In addition, the IFU cautions, that ¿the physician must verify correct orientation of the thv prior to its implantation; the inflow (cloth covered end) of the thv should be oriented distally towards the tapered tip." There is no evidence or allegation of a device malfunction in this case, and review of the IFU and training manual reveal no insufficiencies. In this case, the cause of the event was use error. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by our affiliates in (B)(4), 26mm sapien 3 valve implantation by tf approach in aortic position in a patient with severe aortic stenosis and bicuspid valve. The procedure was complicated by sudden cardiac arrest post deployment. The patient was put on bypass while the heart team interrogated the possible causes of cardiac standstill. The right femoral was accessed with 14fr e-sheath and it was found some difficulty advancing due to moderate tortuosity artery. The physician felt the tip of sheath was catching on the artery and he was unable to advance. Therefore, a 2nd sheath was opened and advanced without difficulty. The valve was prepped by an experienced rn and the orientation was confirmed by the physician. The delivery system with crimped valve was advanced to the annulus and prepared to deploy the valve. The patient became bradycardic, hr 35, and pacing at 80bpm initiated. The bp was stable so plans to deploy commenced. Under rapid pacing the valve was deployed in 70:30 position but patient&#62688;bp did not recover from the pacing run. CPR was initiated and the anesthetist prepped the patient for intubation. Perfusion and cardiac surgery were paged to initiate bypass. The patient was stabilized on bypass in 10 minutes the implant doctor and the cardiac surgeon were considering all the options as to why the patient crashed post deployment. The crimp nurse communicated she could prep the valve in the wrong orientation (despite the physician checked the valve and gave his approval). However, the physician checked the valve's orientation and confirmed the valve was in the wrong orientation. A second valve was prepped while a new sheath was inserted. The first sheath access was used for bypass cannula. The 2nd valve orientation was confirmed and deployed in good position, completely within the first valve. The patient did respond immediately with spontaneous bp but was still supported with bypass and inotropes. The patient was attempted to be weaned from bypass but required boluses of epinephrine. There was optimism that the patient's ventricle immediately responded to the new valve. The anesthetist kept the mean bp at 60mmhg with CPR and inotropes. She felt he had a good chance of recovery if his cardiac status improved. The decision to keep him on ECMO support and transfer to csicu. The physicians agreed to give him 6 hours to be weaned from support, then consider withdrawing support. The patient was not a surgical candidate and there was no surgical option for him. Unfortunately, the patient finally passed away. There has already been a debriefing with the whole or team. Further practice changes are forthcoming to take the pressure off nurses prepping the devices and to make orientation checks a multiple point check.